Event description:
As reported via a literature article, a patient with a giant wide-neck right internal carotid artery aneurysm experienced a thromboembolic event 2 days after stent assisted coil embolization using an enterprise stent (enf452812/1431295) and an unspecified presidio and cashmere coil. The thromboembolic event resulting in left sided weakness (leg more than arms). The patient was treated with aspirin, plavix, a statin, and physical therapy, and symptoms resolved completely within 30 days. It was reported that the thrombosis was not instent thrombosis. Ihss score was 6. The patient was prepped with aspirin and plavix, received intravenous heparin during the procedure, and aspirin and plavix after the procedure. The patient's act was 250. The study involved 58 consecutive patients who underwent enterprise stent-assisted repair of aneurysms using loading doses of aspirin 325mg (4 baby aspirin) and clopidogrel 300mg 2 to 4 hours prior to the procedure.

Manufacturer narrative:
(B)(6). This is 1 of 3 mdrs submitted for patient identifier sr# (B)(6). The patient was prepped with aspirin and plavix, received intravenous heparin during the procedure, and aspirin and plavix after the procedure. The actual date of the event was unknown; however, the abstract was published in july, 2014. Lodi, y., et al. (July 2014). ¿loading doses of aspirin and clopidogrel prior to enterprise stent-assisted repair of intracranial aneurysm ¿ a single center experience¿ , j neurointerv surg. 2014 jul;6 suppl 1:a24-5. Doi: 10.1136/neurintsurg-2014-011343.44 complaint conclusion: since the coils were implanted they are not available for analysis. In addition, the lot number was not provided; therefore, a review of the manufacturing documentation could not be performed. Neurological deficit and emboli are known potential adverse events associated with the use of these devices, and are listed in the instructions for use as such. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. Inspections are in place to prevent damaged products from leaving the facility. No corrective action is required at this time. This is an initial/final MDR.